Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted due to device entering safety mode. The patient reported discomfort and over-stimulation from diaphragmatic stimulation from the left ventricular (lv) lead. The crt-p has returned to the manufacturer. Over-sensing and brady pacing not delivered when required with pauses were reported. The system was reprogrammed to provided lv therapy only. No additional adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: (B)(4).